Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. Patient deaths were not related to a product or procedure.

Manufacturer narrative:
(B)(4). 0001822565 - 2017 - 07358, 0001822565 - 2017 - 07359. Concomitant medical products: unknown part/lot, femoral component-knee; unknown part/lot, tibial tray; unknown part/lot, bearing. Report source: literature panni, a. S., falez, f., d¿apolito, r., corona, k., perisano, c., & vasso, m. (2017). Long-term follow-up of a non-randomised prospective cohort of one hundred and ninety two total knee arthroplasties using the nexgen implant. International orthopaedics, 41(6), 1155-1162. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
The journal article reported 13 deaths. No further information has been made available at this time.